Event description:
During use of the device for a non-clinical activity, the user reported the device failed to display values on the central control monitor. No other details regarding the nature of the event were provided. The monitor was originally returned for an error message. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.